Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 15, 2016 that a wallflex biliary stent was to be used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started deploying the stent but the stent could not fully deployed. Two thirrd of the stent was constrained on the delivery system but 1/3 was partially deployed stent when the stent was removed from the patient. The procedure was completed using another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a wallflex biliary fully covered stent and delivery system was received for analysis almost completely deployed, with only the removal loop still underneath the outer sheath. Visual examination of the returned device found the outer sheath was accordioned, and additionally, the inner shaft was kinked. Functional analysis found the stent was possible to deploy as received, and was possible to manually deploy. No other issues were identified during the product analysis. The damages noted with the device were consistent with the application of excessive force during use. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 15, 2016 that a wallflex biliary stent was to be used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started deploying the stent but the stent could not fully deployed. Two-thirds (2/3rd) of the stent was constrained on the delivery system but 1/3 was partially deployed stent when the stent was removed from the patient. The procedure was completed using another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.